Event description:
It was reported that upon use in the pt's right internal jugular vein, a crack was found in the hub of the introducer needle resulting in leakage. A new kit was opened and used without issue. There was a delay, however, no reported death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.